Manufacturer narrative:
The device was returned to the MFR and is presently undergoing analysis. No further details are available at this time.

Event description:
The device was implanted on 3/17/97, for infusion of fudr via the hepatic artery for treatment of cancer. On 3/28/97, the facility nurse contacted the MFR's clinical rep to to report that the device was refilled that day (3/28/97), the device flow rate (fr) was less than half the calibrated fr (2.19ml/day) the actual fr of the device is 0.8ml/day. The physician told the facilty nurse that at the time of implant, " the device did not bead properly." A perfusion study was performed three (3) days post-op and some resistance was felt when the device was bolused, then it flushed freely. The plan at that time was to bring the pt back in ten (10) days to check the device fr. No further details were provided at this time.